Event description:
During index procedure, the patient had two endeavor sprint rapid exchanged (rx) drug-eluting stents (2.50 x 24mm) and (3.00 x 24mm) successfully deployed overlapping at mid and proximal lad. Patient was asymptomatic / free of symptoms at 30 day and 6 month follow up; however it was reported that patient was re-hospitalization was required due to an mi approximately 2.5 months post index procedure. Medical treatment was provided and the patient got less severe the next day. Approximately 4 months post index procedure, patient was re-hospitalized. Cag confirmed 90% re-stenosis at mid lad. Revascularization was performed with deployment of one endeavor sprint rx drug-eluting stent (3.5 x 15 mm) in the mid lad. It was reported that patient suffered a second mi approximately 5 months post index procedure. Medical treatment was provided. Investigator reported that the event was not related to the study stent, drug and procedure. Patient is reported to be in remission. No other clinical sequelae were reported.

Manufacturer narrative:
Evaluation: results (B)(4) inherent risk of procedure (myocardial infarction, tvr) (B)(4).

Manufacturer narrative:
Approximately 32 months post the index procedure the patient suffered heart failure and died two days later. The death is reported as a cardiac death due to heart failure. The investigator has indicated that the events were not related to the study device. (B)(4).